Manufacturer narrative:
H10: per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve.  Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication that the reported endocarditis was related to a sterilization failure during the manufacturing process of the valve. Investigation results suggest/indicate the source of the infection was due to uti with mssa septicemia. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
As reported from implant patient registry (ipr), approximately 2 months and 10 days post transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. Per medical record review, the patient with bicuspid aortic valve who underwent a tf tavr with a 29mm sapien 3 (s3) valve. Post deployment tte reported an ejection fraction (ef) of 25%, the s3 valve deployed in good positioning, well-functioning with no significant pvl and minimal gradients. There were no device malfunction or complications reported. Post-operative day (pod) 1 tte reported ef 25-30%, s3 valve with mean gradient of 15 mmhg, and no regurgitation. On pod-55 the patient presented to the emergency room department with lightheadedness and dizziness of abrupt onset. The clinical findings included fever with tachycardia. The patient was admitted and work-up revealed changes consistent with urosepsis. The patient was diagnosed with acute cystitis with septic shock, hyponatremia and hypokalemia. The blood cultures were positive for methicillin-sensitive staphylococcus aureus (mssa). A tee performed showed ef of 20%, prosthetic aortic valve endocarditis in the setting of mssa septicemia with large annular abscess formation present; mild regurgitation is present on the aortic valve. During this admission, the patient showed evidence of complications from a peri-aortic valve abscess, including a new left bundle branch block felt to be related to the tavr valve. This progressed to a complete av block and a biventricular ICD was implanted on pod-74. On pod-71 the s3 valve was explanted, with aortic root and lvot patch enlargement and reconstruction. Per the op report, the tavr valve was densely adherent to the inside of the proximal aorta and root, had vegetations and changes consistent with endocarditis. A 23mm edwards surgical valve was implanted. The patient tolerated the procedure well. The patient was discharged to home in stable condition 7 days after the explant procedure.

Manufacturer narrative:
UDI number: (B)(4). Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product disfunction contributed to the event. The reason for explanting the valve approximately 1year post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported from implant patient registry (ipr), approximately 2 months and 10 days post transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.